Event description:
It was reported that the blue pull ring of a minicap transfer set was found to have fallen off prior to use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was available for evaluation. Visual inspection found that the cap was loose in the unopened pouch. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The returned sample was evaluated and confirmed for the reported issue. The sample was found to have the pull ring cap that had separated from the patient connector. The cause was found to be manufacturing related. Should additional relevant information become available, a follow-up report will be submitted.